Manufacturer narrative:
If remedial action initiated, check type, corrected data: initial report inadvertently did not select "notification".

Event description:
The tablet data was reviewed by the manufacturer. The data indicated that the vns programmer's software was m3000 v1.5. This issue was duplicated with in-house testing. For model 102/102r generators programmed to output currents greater than 1.00 ma , it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional data was available as the patient's vns has not been interrogated since the reported event date.

Manufacturer narrative:
Suspect device software version: version 1.5.

Event description:
It was revealed during a review of the manufacturer¿s programming history database that high impedance was observed on the patient's m102 generator on (B)(6) 2019. Review also revealed that the high impedance was observed on m3000 v1.5 software with the generator programmed to an output current greater than 0.00 ma at the time. It was determined likely that this is related to the false high impedance issue seen on system diagnostics for m102/102r generators on m3000 v1.5 software. No additional relevant information has been received to date.